Event description:
Recommended asr revision.

Event description:
Patient revised for alval.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (brand name); (type of device); (catalog/lot number); (date received by manufacturer); (remedial action indicated); (correction/removal number). The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Event description:
Claim letter alleges metallosis, metal wear debris, tissue reactions, nickel allergy resulting to toxic kidney, extreme autoimmune disease, vasculitis, lupus, glomerulonephritis with extracapillary proliferation, crescent-moon scarring, proteinuria, microhematuria and elevated p-anca values. It was stated also that during surgery, a blackish, moderate synovitis was noticed during the operation, as well as osteolysis in the neck of femur. The x-rays and the CT scan showed a marginal sclerotic defect in the neck of the femur. Metal ions level were below 7 ppb.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: 11 products manufactured and placed into stock on 10 dec 2004. No anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.